Event description:
Security device was not removed from the baby prior to discharge. Baby was dressed, with blankets wrapped around, was taken through doorways, past "alarm" which did not activate. Call received from pediatrician. Baby returned to have transponder removed. The literature did not reveal that blankets would prevent the alarm from sounding.